Manufacturer narrative:
Updated data: b5. A third paragraph was added. D. Suspect medical device: brand name; expiration date; serial #; UDI # h4. Additional codes. Annex f code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the index transcatheter aortic valve implantation (tavi) procedure, paravalvular leak (pvl) was observed. An initial attempt at post-dilatation did not resolve the leak. A subsequent, more aggressive post-dilatation with a larger balloon appeared to resolve the pvl; however, intra-valvular leak was then observed following the second dilatation. The explanting surgeon suggested there may have been damage to the valve leaflets. The product was explanted and replaced by another manufacturer's product. Additional information was received that mild pvl was observed after the valve was implanted. The balloon dilation was performed with two different non-medtronic (bard) balloons. One inflation was performed with the first balloon (non compliant true dilatation 25mmx4.5cm). Three inflations were performed with the second balloon (atlas gold 26mmx40mm). The valve was explanted approximately three months following implant. Additional information was received to correct previously reported information: there was no significant intra-valvular leak noted the day of the valve implant. The second post-implant balloon dilation was performed on the second post-operative day.

Manufacturer narrative:
Updated: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b3, b5, d6a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the index transcatheter aortic valve implantation (tavi) procedure, paravalvular leak (pvl) was observed. An initial attempt at post-dilatation did not resolve the leak. A subsequent, more aggressive post-dilatation with a larger balloon appeared to resolve the pvl; however, intra-valvular leak was then observed following the second dilatation. The explanting surgeon suggested there may have been damage to the valve leaflets. The product was explanted and replaced by another manufacturer's product. Additional information was received that mild pvl was observed after the valve was implanted. The balloon dilation was performed with two different non-medtronic (bard) balloons. One inflation was performed with the first balloon (non compliant true dilatation 25mmx4.5cm). Three inflations were performed with the second balloon (atlas gold 26mmx40mm). The valve was explanted approximately three months following implant.

Event description:
It was reported that during the index transcatheter aortic valve implantation (tavi) procedure, paravalvular leak (pvl) was observed. An initial attempt at post-dilatation did not resolve the leak. A subsequent, more aggressive post-dilatation with a larger balloon appeared to resolve the pvl; however, intra-valvular leak was then observed following the second dilatation. The explanting surgeon suggested there may have been damage to the valve leaflets. The product was explanted and replaced by another manufacturer's product.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.